Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 548 mg/dl. The customer treated high blood glucose levels with syringes. They also experienced headache. The customer reported that the insulin pump had no delivery alarm twice. The insulin pump passed high pressure test. Drive support cap appeared normal. The insulin pump will not be returned for analysis.